Event description:
It was reported to philips due to an intermittent display blank. The inability to make changes to the patient settings may be detrimental to the patient. No patient involvement .

Manufacturer narrative:
The damage pin 4 in the j7 connector created the screen to be dim and not visible. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.